Manufacturer narrative:
An event of aortic insufficiency and paravalvular leak was reported. Patient death was also reported 17 days after implant and 10 days after valve explant due to complications from the implant and explant valve procedures. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2017, an emergent aortic valve replacement procedure was performed and this 19mm trifecta gt valve was implanted. Per report, the patient was stable intraoperatively and post-operatively with no concerns noted on echo. Approximately 6 hours post-operatively, the patient reportedly went into shock and an echo revealed severe aortic insufficiency with mild pvl. The patient was returned to surgery and the trifecta valve was explanted and replaced with a magna ease valve. Per report, as of (B)(6) 2017, the patient remained hospitalized and was expected to recover. On (B)(6) 2017, the patient expired due to complication from the implant explant valve procedures. Manufacturer report number: 3008452825-2017-00184.